Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2 (lot number 303050, expiration date 05/31/2012). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1.

Event description:
Customer reportedly received results of 207 mg/dl on aviva system 1 and 105 mg/dl on aviva system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.